Event description:
It was reported that noise resulting in oversensing was observed on the right ventricular (rv) lead. The device was reprogrammed, however, this did not resolve the event. No additional intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information received indicated that the suspected cause of the event was a lead fracture. Diagnostic imaging has not been performed to confirm this.